Event description:
It was observed during the device inspection, that the gastrointestinal videoscope air/water tube and air/water cylinder had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to wear of scope cover, water tightness is lost; grip has a scratch; air/water cylinder has no color; suction cylinder has no color; right/left knob has a scratch; upwards/downwards knob has a scratch; switch box has a scratch; air/water cylinder has foreign objects; grip packing ring is loose; scope cover case unit has a scratch; plug unit has a scratch; scope cover unit has a scratch; due to damage on channel tube, water tightness is lost; due to deformation of bending tube, bending angle in down direction does not meet the standard value; air/water tube had foreign objects; distal end cover has a chip; objective lens has a scratch; and connecting tube has a scratch. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h4, h6. Corrected fields: d5, e1, e2, e3, g2 ("user facility" should not be selected as the customer's complaint is not related to the reportable malfunction). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material were involved. However, it was confirmed that the foreign material remained in the air/water cylinder and air/water channel. The user may not be able to perform the reprocessing correctly due to leakage caused by wear of the scope cover/damage of the biopsy channel and thus be unable to remove the foreign material. User can detect and prevent the suggested events by following IFU below. Detection method is described in gif-ez1500 operation manual chapter 3 preparation and inspection. Preventive measures are described in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.